Event description:
It was reported that pump declared alarm 20 during insulin delivery and customer was unable to resume insulin therapy because cartridge alarm repeatedly occurred. There was no adverse impact to the customer's blood glucose level. Customer was assisted with correct cartridge loading technique, then pump was replaced and customer continued insulin therapy using replacement pump, with storage mode instructions provided for transport and problematic pump scheduled to be returned.